Event description:
During implant, the device disconnected from bluetooth communication. Upon attempting to reconnect with the device, the physician was unable to interrogate via bluetooth telemetry. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The field complaint of failure to interrogate was not confirmed. As received, device was at beginning of life (bol) voltage level. Analysis of the device did not find any anomaly and the device can be interrogated without any issue. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.